Event description:
Facility reported an internal blood leak (6 uses). Estimated blood loss 200cc. No medical intervention. No pt ill effect. The sample is available for examination. MDR filed on blood loss.